Event description:
It was reported that this implantable pacemaker was suspected of exhibiting premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed ppbd and that this device power consumption of this device has been increasing during the past year. Device replacement was recommended or have the device re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.